Event description:
It was reported the patient had loss of therapeutic effect. The caller reported dyskinesia and changes in the patient's facial expressions. It was also reported shocking when turning the device on. The patient had knee surgery (B)(6) and experienced symptoms following the surgery. The patient cannot remember if the device was reprogrammed after the procedure. It was determined that the internal neurostimulator (ins) was turned off. The patient was able to turn the ins back on without shocking but some numbness in his lip was mentioned. The patient was redirected to follow up with their doctor. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3387-40, lot# j0444274v, implanted: (B)(6) 2004, product type: lead. (B)(4).